Manufacturer narrative:
Concomitant products: 2290 pacing system analyzer this event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when you touch the pen on the screen, the cursor was going to a different location on the screen. Although the calibration was done, nothing changed. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The touchscreen was out of specification and was replaced. It was also noted that the power bay assembly was damaged.